Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced deflation difficulty using a durastar 3.5 x 10 mm balloon catheter lasting 4-5 seconds. The durastar was used for post-dilation of a taxus stent. The deflation difficulty occurred when the physician inflated the balloon to 24 atm. The physician had post-dilated the stent with the durastar at 14 atm, and then two-three additional times at 20 atm successfully prior to the reported deflation difficulty. After the difficulty, the durastar catheter was safely removed from the pt and inspected. A longitudinal tear of the catheters distal to the shaft was noted. The balloon appeared to be intact. The physician used the taxus stent delivery system (sds) balloon catheter to post-dilate the taxus stent and complete the case successfully. There was no reported pt injury.

Manufacturer narrative:
The durastar catheter was inspected prior to use and appeared to be normal. The product was prepped according to the instructions for use (IFU). There was no reported difficulty accessing the target lesion and excessive force was not used. It was unk if the procedure was elective or emergent. The target lesion for the elective pci was the proximal to mid left anterior descending (lad). The lesion was reported to be calcified. The lesion was pre-dilated with a maverick 2.5 x 20 mm balloon at 12 atm. A taxus stent was implanted. No add'l info was available. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.